Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Information received indicated that no other information is available due to hospital patient confidentiality policy. Should additional information become available in the future it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
Patient complained of left knee pain. Triathlon titanium knee implants were put in (B)(6) 2015. Revision revealed loosening of all components with nearly no ingrowth on underside of components. Triathlon ts implants were reimplanted.